Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer in regards to a patient who was being treated with baclofen intrathecal (type, dose, concentration, lot # unknown), fentanyl intrathecal, and bupivacaine intrathecal. The patient's indication for use was spinal pain. The patient had several autoimmune disorders. It was reported on an unspecified occasion, the patient had experienced withdrawal after drug was taken out of the pump. The consumer did not have any further details regarding the event. Information regarding additional medications taken at the time of the events, medical history, when the patient first experienced the withdrawal, cause, outcome, and interventions/troubleshooting performed were not provided. Should additional information be received, it will be reported in the form of a follow-up report.

Manufacturer narrative:
.

Event description:
Information was received from the physician's office. The patient's medication list was as follows: baclofen intrathecal (219 mcg/ml; 132 mcg/day; start date: (B)(6) 2015), sulfenta intrathecal (315 mcg/ml; 190 mcg/day; start date: (B)(6) 2015), abilify 5 mg oral tablet (oral, once daily), baclofen (10 mg oral tablet, twice daily for 30 days), baclofen (20 mg oral tablet, for emergency only; start date: (B)(6) 2015), diazepam (5 mg oral tablet, twice daily for 30 days, start date: (B)(6) 2014), hydrochlorothiazide (25 mg oral tablet, once daily), levetiracetam (500 mg oral tablet daily for 30 days), nuvigil (150 mg oral tablet, once in the morning daily for 30 days), percocet (5-325 mg oral tablet, once every 8 hours for 30 days (every 6-8 hours as needed with 3 max/day); start date: (B)(6) 2016), pramipexole (0.5 mg oral tablet, take once daily 2-3 hours before bedtime, for 30 days), premarin (1.25 mg oral tablet, once daily for 30 days), sertraline (25 mg oral tablet, once daily for 30 days), temazepam (30 mg oral capsule, once at bedtime as needed for 30 days), tizanidine (2 mg oral capsule, twice daily for 30 days), and valacyclovir (1 gram oral tablet, daily for 30 days). The patient's assessment/medical history included chronic pain syndrome, lumbosacral spondylosis, low back pain, facet joint pain, anxiety, depression, chronic inflammatory demyelinating polyneuritis, crps type 1 le, long term (current) use of other medication, lumbar disc degeneration, lupus, muscle spasm, opioid dependence, osteoarthritis - generalized (multiple sites), rheumatoid arthritis, sacroiliac joint arthralgia, cervical spondylosis, narcolepsy (without cataplexy), drug dependence, and effects of radiation. In regards to the event of the patient experiencing withdrawal for the first time, the patient was being treated with sufenta (lot # 5095-1501000165; 275 mcg/ml; 160 mcg/day; start date: (B)(6) 2014 - ongoing), bupivacaine (lot #: 5076-15032703; 11.3 mg/ml; 7 mg/day; start date: (B)(6) 2014; stop date: (B)(6) 2015), and compounded baclofen intrathecal (lot # 118699/b, 215 mcg/ml; 125 mcg/day; start date: (B)(6) 2015 - ongoing). The patient first started to experience the withdrawal was on (B)(6) 2015. The patient's idds was exchanged and no abnormalities were noted. The patient complained of increased pain, nausea, diarrhea, "goose crawling sensations" were assessed. On (B)(6) 2015, the patient was instructed to take percocet (5/325 "ap") to keep the withdrawals down. On (B)(6) 2015, the patient had an early idds refill with an increase in the idds meds. Demerol 100 mcg with phenergan 25 mg im was given at the clinic and the withdrawals were relieved. The patient was given a prescription of methadone 5 mg bid prn for opioid withdrawal. It was unknown what the cause of the first withdrawal was. Pump logs were provided from (B)(6) 2015, where the pump had been previously changed on (B)(6) 2015. The pump delivered sufenta (275 mcg/ml; 160.23 mcg/day) and baclofen intrathecal (215 mcg/ml; 125.27 mcg/day) on (B)(6) 2015. On (B)(6) 2015, the pump was changed so the following medications were delivered: sulfenta (275 mcg/ml; 180.26 mcg/day), bupivacaine (4.6 mg/ml; 3.0152 mg/day), baclofen (191 mg/ml; 125 mg/day), and prialt (0.8 mcg/ml; 0.52438 mcg/day).